Event description:
A company representative reported that the tip of an avs pl inserter fractured off intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Event description:
A company representative reported that the tip of an avs pl inserter fractured off intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.